Event description:
Novopen 5 caused serious damage, affected the treatment to lower blood glucose (prolonged the disease) [blood glucose abnormal]. Novopen 5 caused serious damage, affected the treatment to lower blood glucose (prolonged the disease) [condition aggravated]. Novopen 5 cannot deliver drug [device failure]. Novopen 5 push was blocked when injected insulin [device occlusion]. Spring in the pen was broken [device breakage]. Case description: this serious spontaneous case received via (B)(6) from (B)(6) was reported by a health care professional as "novopen 5 caused serious damage, affected the treatment to lower blood glucose (prolonged the disease) (blood glucose abnormal)" beginning on (B)(6) 2020, "novopen 5 caused serious damage, affected the treatment to lower blood glucose (prolonged the disease) (condition worsened)" beginning on (B)(6) 2020, "novopen 5 cannot deliver drug(device failure)" beginning on (B)(6) 2020, "novopen 5 push was blocked when injected insulin(device occlusion)" beginning on (B)(6) 2020, "spring in the pen was broken(device breakage)" beginning on (B)(6) 2020, and concerned a (B)(6) male patient who was treated with novopen 5 (insulin delivery device) from (B)(6) 2020 for "to lower blood glucose", the patient's weight, height and body mass index were not reported. Dosage regimens: novopen 5: (B)(6) 2020 to not reported; 10iu, bid. Current condition: blood glucose abnormal. Procedure: hospitalisation. Concomitant products included - insulin. On (B)(6) 2020, the patient was discharged from hospital, the doctor prescribed to give novopen 5 and insulin to lower blood glucose. The patient bought novopen 5 at hospital. After leaving the hospital, the patient went home to use novo insulin and pen by self. During the use, the dosage of insulin in pen did not decrease, and there was resistance in the injection. It was found that the spring could not extend out, and it was suspected that insulin did not be pushed subcutaneously. On (B)(6) 2020 novopen 5 push was blocked when injected insulin and it could not deliver drug. It was reported that spring in the pen was broken. Novopen 5 caused serious damage which affected the treatment to lower blood glucose and prolonged the disease. Replaced it with a new novopen. Batch numbers: novopen 5: jugu549-1. Action taken to novopen 5 was reported as product discontinued. The outcome for the event "novopen 5 caused serious damage, affected the treatment to lower blood glucose (prolonged the disease)(blood glucose abnormal)" was not reported. The outcome for the event "novopen 5 caused serious damage, affected the treatment to lower blood glucose (prolonged the disease)(condition worsened)" was not reported. The outcome for the event "novopen 5 cannot deliver drug(device failure)" was not reported. The outcome for the event "novopen 5 push was blocked when injected insulin(device occlusion)" was not reported. The outcome for the event "spring in the pen was broken(device breakage)" was not reported. No further information available. Investigation results name: novopen® 5; batch number: jugu549-1. The reported batch number is not valid. The product was not returned for examination. No conclusion can be made without the sample or a valid batch number. References included: reference type: e2b report duplicate; reference ID#: (B)(4); reference notes: (B)(6). Final manufacturer's comment: 03-dec-2020: the suspected device (novopen 5) has not been returned to novo nordisk a/s for investigation and batch number of the device is not validated, so batch trending analysis not performed. As there is only limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event. Considering the nature of event (device breakage and device occlusion), it could be related to product handling error. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo evaluation summary: investigation results; name: novopen® 5, batch number: jugu549-1, the reported batch number is not valid. The product was not returned for examination. No conclusion can be made without the sample or a valid batch number.